Event description:
It was reported that the heavy needle driver articulink screw was missing and jaw gear was broken. This is an instrument used in a clinical case, but there is no info available about whether the failure occurred during the case. No pt injury or adverse otucome occurred.